Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor and no issues were observed. The sensor plug was properly seated. Observed damaged sensor ear upon visual inspection of the sensor plug. Correct plug seating was not prevented by the damaged sensor ears. Therefore would not have caused the customers complaint. The sensor kit and sensor applicator was not returned, therefore adc is unable to further test the returned product. As submitted in the initial report for this issue, the dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and fs libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported experiencing pain while wearing the adc freestyle libre 2 sensor, with severe discomfort throughout the arm. The customer was unable to self-treat and had contact with a healthcare professional who administered unspecified pain medication via injection as a treatment on (B)(6) 2021. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported experiencing pain while wearing the adc freestyle libre 2 sensor, with severe discomfort throughout the arm. The customer was unable to self-treat and had contact with a healthcare professional who administered unspecified pain medication via injection as a treatment on (B)(6) 2021. No further information was provided. There was no report of death or permanent injury associated with this event.